Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection and functional testing. The evaluation determined that the issue was due to a damaged micro-usb port. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) serial number was worn away, and the device could not be charged. The device did not respond to being connected to a charger, and troubleshooting attempts were not successful. There were no patient effects reported.